Manufacturer narrative:
The exact age of the patient is unknown, however born in the year (B)(6). Device (B)(4) relates to (B)(4) for the reported event of difficult to flush j-tube. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube), (exact upn is unknown), was used for the purpose of administering medication for advanced stage parkinson's disease, (procedure date is unknown). According to the complainant, in (B)(6) 2011 the intestinal tube was impossible to rinse. The (B)(4) was given in the gastric port. The patient is waiting at home for further intervention from the gastric clinic. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.